Event description:
While the sc9000 was monitoring a pt, the pts heart rate dropped from 120 beats per mimute to approx 20 beats per mimute. The customer reports that there was no alarm activated. The pt's heart rate then recovered without intervention. There was no injury.